Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional three proglide devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that an arteriotomy closure in the right common femoral artery was attempted using four proglide devices with an 8f sheath after an impella interventional procedure. Reportedly, cuff misses occurred with the first and second proglide devices. A guide separation occurred with the third proglide device. No resistance was noted during advancement; however, resistance was noted during removal of the proglide device. The lever was returned to its original position and the foot retracted prior to removal. A cut down (simple widening of the nick and spread without cutting the vessel) was performed to retrieve the separated sheath. No tissue damage was noted. A fourth proglide device was attempted; however, a cuff miss occurred. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.